Event description:
It was reported that the device would not power on after receiving the device; an out of box failure. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). A replacement device was provided to the customer. Physio-control anticipates the device return for evaluation and continues to investigate the reported issue. Physio will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Correction information: the initial medwatch report indicates: lifepak cr(r) plus defibrillator. The initial medwatch report should indicate: lifepak express(r) defibrillator. The initial medwatch report indicates: crplus. The initial medwatch report should indicate: express. Follow up information: physio-control evaluated the device and verified the reported failure. Physio observed that the on/off flex cable connector, designator p506 was not seated correctly to its mating connector, designator j506 which is located on the analog pcb assembly. Physio was unable to determine the cause of the poor connection.